Event description:
It was reported the wave spring detached from the valve/handle assembly of the transseptal needle after insertion of the device into the patient while performing transseptal puncture. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be submitted.